Event description:
I was injected with a product that was a dermal filler in my cheeks by the company juvéderm/skinvive about three weeks later my skin and the injected sites were turning brownish or darker in the upper cheek and lower cheek and then in between where it was not injected it's white and it looks like one white stripe with a tunnel. It looks like a tunnel on my cheek. I feel that this product disfigured my face. To help my skin, have a better glowing look.